Event description:
It was reported that the asymptomatic patient presented in the operation room for a device change out procedure due to elective replacement indicator. The device was in backup vvi mode and further trouble shooting could not be performed. The device was explanted and replaced successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Final analysis found the device was received in backup vvi operation. Analysis of the device image revealed backup occurred due to checksum error consisting of multiple bit flips. Since there was no report of patient exposure to emi, the cause of the code corruption could not be determined. Further analysis after reloading product code discovered the device had reached eri. The implant duration based on field settings is considered normal battery depletion.